Event description:
Target was informed about the following event. The physician advanced the catheter into the right hepatic artery and tried to inject contrast but the catheter burst. The pt was not affected by the malfunction and is in good condition.

Manufacturer narrative:
Device failure related to excessive pressure and shaft kinking, and blockage. The product was returned wrapped around itself in a box. During the investigation it was observed that the proximal shaft had burst on a segment 8 mm long, 2.5 cm distal to the adapted section. The bursting allowed fluid to get between the inner and outer shafts, which caused the outer shaft to balloon and burst. There was some blood and a crystallized substance, most likely contrast, between the layers of tubing distal to the ruptured segment. A .020" mandrel was inserted through the proximal end of the catheter, however the catheter's proximal and distal shaft was found to be blocked. The hub assembly was removed in order to get access to the proximal end of the catheter. Nothing was found to be defective at the proximal adapted section. The catheter was kinked and crushed on several places along its length. Due to the severity of the failure, the most probable cause for the ballooning of the shafts would be the infusion pressure used during the injection and the lumen restriction due to the kinking or blocking of the shaft. Per package insert instructions: "warning do not exceed maximum infusion pressure indicated for each catheter model in table 2. Excessive pressure may result in a ruptured catheter or severed tip. "Warning discontinue use of catheter for infusion if increased resistance is noted. Resistance indicates possible blockage. Remove and replace blocked catheter immediately. Do not attempt to clear blockage by over-pressurization. Doing so may cause the catheter to rupture, resulting in vascular damage or pt injury." Occurrence of event: frequency and severity of occurrence of this event are not addressed in the device labeling. The reported event is not occurring with greater than expected frequency. The reported event is not occurring with greater than expected severity. This info is based on info supplied to co without the independent verification as to its accuracy, completeness, or causal relationship to the product.